Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned insert confirms minor damage to the lock detail, more than likely from attempting to snap into the baseplate. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, the product analysis and the reported event could not be confirmed at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. Factors and/or potential causes that could contribute to the reported event could include alignment or surgical technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during tka surgery when placing the final gii ps insert sz 3-4 9mm, having cleaned and washed the tibial base very well, the insert did not stay in the place it should. It lost stability very easily and fell out of place. It was tried on several occasions but it was impossible, it was decided to use another smith and nephew back up device of the same reference which fit perfectly in the first attempt. There was a delay of less than or equal to 30 mins. No damage caused. Patient's health condition is stable.